Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following cataract surgery with an intraocular lens (iol) implant procedure, there was dense posterior capsular opacification, grade 2 anterior capsule fibrosis and lens rotation at five weeks post operation. Additional information has been requested.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number. G.9. Manufacturer report number revised and reported under 1119421-2025-01400. Corrected information was provided in h.6. On initial MDR submitted the product code should be a24 instead of a051201. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information requested and received stating that grade 1 pco and grade 2 acf at seven weeks post operation. Patient was prescribed ophthalmic eye drop as postoperative medication containing combination of corticosteroid, broad-spectrum antibiotic and non-steroidal anti-inflammatory drug. Yag (yttrium aluminum garnet) laser capsulotomy performed. In the surgeon¿s opinion the product contributes to the event.